Event description:
Received a FDA medwatch email alerting class 1 recall for verathon glidescope video laryngoscope reusable blades: our operating room, emergency room and anesthesia use these blades. Blades collected and sent to purchasing to return to company. No none pt injuries.